Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was re-implanted. No information has been received about an accident or trauma.

Manufacturer narrative:
Based on the received information, a damage to the active electrode appears very likely, however to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device was explanted, but has not been received yet.

Event description:
The patient has been re-implanted on (B)(6) 2017.